Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that atrial lead dislodgement was observed. The lead was explanted and replaced.